Manufacturer narrative:
Based on the information provided by the customer, to the siemens technical service engineer (tse), it is unknown what caused the discordant troponin result. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant immulite 2500 troponin results were obtained on two (2) patient samples. Results were reported to the physician(s) both samples were repeated and corrected reports given to the physician(s). There was no report of patient intervention or adverse health consequences due to the discordant troponin results.